Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic (davinci xi) low anterior colon resection, open ventral hernia repair with mesh, when the device was fired, the staple line had a hole blown through the side of it. The donuts were complete and looked good; however, there was a single staple that looked malformed on the outside of the staple line and was sticking straight up out of the tissue. Additionally, another (or possibly a portion of the previously mentioned staple) was present on the anvil after the firing. The staple line was resected and re-stapled and they had to perform a second anastomosis. There was tissue loss and tissue damage as a result of the problem, and the surgical time was extended by more than 30 minutes.